Manufacturer narrative:
As reported in a research article, one patient required a blood transfusion, one patient required pacemaker implantation due to conduction issue, one patient developed post operative atrial fibrillation, and readmission groin hematoma. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following event is conservatively being reported. The article, "robotic aortic valve replacement: first 50 cases" was reviewed. This research article is a retrospective single center experience to present early experiences with fully robotic-assisted aortic valve replacement (ravr). On-x (cryolife), trifecta (abbott) and other mechanical an bioprosthesis valves were associated with the study. The article concluded that ravr appears to have procedural safety and short-term outcomes to rival alternatives. Incremental experience may facilitate the safe performance of concomitant procedures as deemed necessary. The primary author of the article is lawrence m. Wei, md, department of cardiovascular and thoracic surgery, west virginia university, morgantown, wv. The correspondence author of the article is vinay badhwar, md, department of cardiovascular and thoracic surgery west virginia university 1 medical center drive morgantown, wv, 26506 with the corresponding email: vinay.badhwar@wvumedicine.org.